Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored inappropriate atrial fibrillation (af) episodes due to oversensed noise. It appeared the device and electrode had migrated. An invasive procedure was performed. The system was successfully revised and remains in service. No additional adverse patient effects were reported.